Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The user contacted heartsine to report that the labelling and membrane prompts for heartsine 350p device were insufficient to allow them to power the device on, place the electrodes and provide therapy for the patient. User identified that the device failed to switch on. Failure of the device to switch on or to provide instruction on how to use the device could lead to delay in therapy being provided and/or adverse consequences for the patient. Information provided identifies a patient death.

Manufacturer narrative:
Heartsine has requested further information from the user including event specifics and the return of the device for investigation. A follow up report shall be submitted when the conclusion of this investigation is available or should further information come to light. User phone number removed from due to format. The number is (B)(6).

Event description:
The user alleges that the labelling and membrane prompts for heartsine 350p device were insufficient to allow them to power the device on, place the electrodes and provide therapy for the patient. User identified that the device failed to switch on. Information provided identifies a patient death. Failure of the device to switch on or to provide instruction on how to use the device could lead to delay in therapy being provided and/or adverse consequences for the patient.